Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis, recurrent mr, dyspnea, atrial fibrillation was unable to be determined. The reported patient effects of dyspnea, mitral stenosis, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Mitraclip post market surveillance (pms) study in (B)(6). Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with mitral regurgitation (mr) grade 4+, with dilated cardiomyopathy, mitral leaflet calcification, anterior leaflet prolapse, and posterior leaflet flail. Two mitraclips were implanted reducing the mr to grade 1+. On (B)(6) 2024, the patient was hospitalized with dyspnea. Mr grade 4+, atrial fibrillation, and mitral valve stenosis were noted. On (B)(6) 2024, a mitral valve replacement was performed. Reportedly, there was no malfunction with either device.